Event description:
It was reported that a user of the ilet experienced hyperglycemia with a fingerstick of 412 mg/dl and cgm reading high after an infusion set change, with glucose trending down to 390 mg/dl during the call and later documented at 128 mg/dl. Customer care provided technical troubleshooting with the user, review of infusion set use. Investigation of this case revealed an unclear cause of the hyperglycemia with no confirmed device malfunction. No symptoms associated with elevated blood glucose. Outcomes included the user electing to change the infusion set and a follow-up confirming resolution without medical intervention. It was concluded that the event was user-reported hyperglycemia of unclear cause, resolved with continued monitoring and infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.